Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the left side frame broke at the weld where the back cane is welded to the bottom tube of the frame.